Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the remote home monitor showed high out of range pacing impedance measurements of greater than 2000 ohms for the pacemaker and another manufacturer's right ventricular (rv) lead. Upon further review variable impedance measurements were noted, however no noise was observed. Subsequently the rv lead was reprogrammed to unipolar pace and bipolar sense. The pacemaker and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote home monitor showed high out of range pacing impedance measurements of greater than 2000 ohms for the pacemaker and another manufacturer's right ventricular (rv) lead. Upon further review variable impedance measurements were noted, however no noise was observed. Subsequently the rv lead was reprogrammed to unipolar pace and bipolar sense. The pacemaker and rv lead remain in service and no adverse patient effects were reported.